Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024. The blood glucose level was 384 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6)2024. No further information available.